Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 224 mg/dl, 113 mg/dl, 316 mg/dl, and 119 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.